Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the implanting physician was unable to obtain ideal lead placement. The physician believe this is due to using to many stylets. The lead was never implanted and another lead was used. No patient complications have been reported as a result of this event.